Manufacturer narrative:
2900: this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). The device was not returned to edwards for evaluation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this 23mm valve was explanted after an implant duration of 14 years and 10 months due to degeneration leading to severe aortic regurgitation (ejection fraction 30-45%). During explant with midline sternotomy technique it was observed that the leaflet was torn and ascending aorta was calcified. The valve was excised and the annulus was debrided, the measure of the annulus was slightly larger, 25mm opposed to the previous 23 mm valve. A 25mm valve was implanted in replacement. The patient was noted to be well. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
This event was found to be a duplicate of MDR # 2015691-2018-04042. Please refer to 2015691-2018-04042 for complete report.